Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalizer for high blood glucose levels. Customer had changed out the infusin set prior to hospitalization,but blood glucose levels remained high. Nothing further reported.